Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2020-00267.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a ruby coil, a penumbra coil 400 detachment handle (handle) and a velocity delivery microcatheter (velocity). During the procedure, the physician was unable to detach the ruby coil using the handle after several attempts. Therefore, the physician used a hemostat forceps to pull the pusher assembly and detach the coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.